Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 38.1 months of service. A similar crt-d was implanted without reported complication. The explanted device has been returned to guidant, where it is currently undergoing analysis for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.